Event description:
The tips wallstent was successfully implanted in the patient. The physician used a pta balloon to post-expand the wallstent and inadvertently dislodged the stent. He used a snare to retrieve the stent. There were no complications to the patient.